Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified artery. A 2.25 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient was in good condition post-procedure.